Event description:
It was reported that the patient suffered a tibia plateau fracture on (B)(6) 2012. The patient underwent open reduction internal fixation (orif). Synthes plates and screws were used. The patient had remarkable knee pain, 8 out of 10, and has chosen to get a total knee replacement. In order to proceed with outlined procedure, hardware must be removed. The hardware was removed with no patient injury. The plates and screws were all intact. The surgeon decided only to remove the top parts of the lateral plate by cutting it. Partial plate and some screws remained in the patient after the procedure. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.